Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, a crack at the optic/haptic junction nearest noticed . The surgeon was wondering if it had anything to do with the injector tip that has a small groove to help push the lens into place. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)